Manufacturer narrative:
Evaluation: the iol was received cut into two pieces across the optic. The two pieces were inspected for optical properties. Results showed the lens measure 22.5 d and is correct as labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not due to a manufacturing issue. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.

Event description:
It is reported that the lens was explanted due to improper intraocular lens (iol) power. It is noted that there was no injury or adverse effect.